Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 461 mg/dl at the time of the incident and the current blood glucose of the patient was 400 mg/dl. Customer stated the other blood glucose value was 359 mg/dl. Customer was treated with insulin pump. Customer experienced symptoms such as thirst. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they did not allege pump was under delivering. The insulin pump will not be returned for analysis.